Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced abdominal stimulation and it was inquired if the device was at the end of service. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.